Event description:
Boston scientific mustang balloon (lot # 16337889) (reference number (B)(4)) was being used for stenosis of the left cephalic arch. Balloon perforation and rupture. Balloon inflated 2-3 times prior to rupture. Diagnosis or reason for use: balloon angioplasty.